Event description:
The customer reported that the system would display a communication failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the ps1 power supply printed circuit board. The system was tested and found to be working as intended and put back into service.